Event description:
It was reported the patient's blood glucose level rose to 309 mg/dl while wearing the pod for 21 hours. The adhesive completely separated from the infusion site (arm) causing the cannula to dislodge while getting dressed. It was reported that the cannula was loose. Despite multiple boluses and switching from automated to manual mode, their blood glucose levels remained elevated. Upon inspection of the insertion site, there was no visible issues (redness/swelling and leaking/pooling of insulin). After removing the pod, the cannula appeared normal with no kinking or bending. The pink slide indicator showed proper deployment and they did not receive any error messages or alarms. No treatment was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone13.2cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.